Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 175 units of insulin during the load sequence. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.